Manufacturer narrative:
Findings: no button response due to corroded keypad traces. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 5.9 mmol/l at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.